Event description:
It was reported when using the bd pyxis¿ medstation¿ es the station is not communicating. The customer stated that there was a delay in accessing medication to patient. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 29-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawer 5.1 had failed to open. A field service engineer (fse) received a message indicating that the station was functioning properly and that the customer no longer required service. As a result, no work was performed, and no testing was conducted. The system functioned as intended after the field service engineer investigated the device. E.1 initial reporter facility name: presbyterian st lukes professional plaza west medical offices